Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.